Event description:
A hosp reported that 900mr533 adapters were missing from a reusable breathing circuit kit. No pt consequence was reported.

Manufacturer narrative:
No complaint device or photo's provided. Our records indicate that no other complaints of this nature have been received for the given lot number. The missing component is due to operator error in the packing process. Conclusion: the device was out of specification. This will be brought to the attention of mfg team members. We are aware of other complaints regarding missing components in our reusable breathing circuit kits; however, the occurrence rate is very low. We will continue to monitor and trend such complaints. No further investigation will be conducted on this complaint.